Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached after 1 day of wear and he was therefore unable to monitor glucose levels. Customer experienced nervousness and unspecified symptoms of hypoglycemia and had contact with an hcp who diagnosed him with hypoglycemia and provided unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.